Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 35mm portico ng/navitor titan valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth 3mm. On 02 april 2025, the patient presented to the emergency room (ER) with worsening shortness of breath and an unknown oozing wound. The patient also had increased pedal edema and an increase in weight of about 25 to 28 pounds. Lab results revealed that the patient had significant cytosis. The patient was admitted from the ER for further treatment and evaluation. The patient was started on intravenous lasix and meropenem and vancomycin.

Manufacturer narrative:
An event of worsening shortness of breath, an oozing wound, increased pedal edema, and significant weight gain was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medications were administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.